Manufacturer narrative:
Reported event: an event regarding loosening involving an unknown stem was reported. The event was not confirmed. Method & results: device evaluation and results: visual inspection: although the device was not returned an image of the explanted stem was made available. The stem was visually unremarkable. Medical records received and evaluation: no information was received for review with the clinical consultant. Device history review could not be performed as the device lot is unknown. Complaint history review could not be performed as the device lot is unknown. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported that patient's right hip was revised due to surgeon suspicion of stem loosening. Intra-operatively, the stem easily came out with no evidence of bone ingrowth. Patient was revised to competitor devices.